Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaw0798 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was placed (B)(6) 2016, for chemotherapy into the right brachial. The line had an alleged occlusion. PICC was removed and found to have a hole at the 13 cm mark.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occlusion and hole in the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 13 cm depth marking. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Parallel wrinkles in the catheter surface adjacent to the split. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An additional permanent kink impression was observed 0.7 cm distal to the split site it appeared that the occlusion was due to the biological material occluding at the split site. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that PICC was placed (B)(6) 2016, for chemotherapy into the right brachial. The line had an alleged occlusion. PICC was removed and found to have a hole at the 13 cm mark.